Event description:
Customer reported a dark circle on the top corner of her insulin pump. The customer's blood glucose was 230 mg/dl. The customer also stated they were unable to exit the "preparing to prime" loop. The customer also reported a compromised force sensor system. She also reported that the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, scratched reservoir window and cracked case near display window corners noted during visual inspection. Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Unable to confirm prime alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).